Manufacturer narrative:
Result of investigation: service technician was unable to verify and duplicated the reported "cannot clear pt disconnect alarm" problem. The device was connected a known good patient circuit and ac adapter. Several test was performed such as button test ,circuit leak test, extended testing for 48.7 hour, initial final test and the initial alarm volume test. The device passed all the testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that they cannot clear the patient disconnect alarm of the revel ventilator. The customer confirmed that there was no patient involvement associated with the reported event.